Manufacturer narrative:
The device was returned to resmed design house in (B)(4) for an extensive engineering investigation. The reported failure of the final assembly leak test was confirmed. The investigation determined that the device fault was due contamination to the pneumatic block. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
(B)(4).

Manufacturer narrative:
The device is currently being returned to the manufacturing facility located in sydney australia for an engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).